Event description:
Upon initial printing of covidien clearify visualization system, the irrigation fluid was noted to be yellow in color. Normally the irrigation is clear. Defective device replaced with ¿like¿ device with no additional issues identified.